Event description:
The customer¿s father reported an issue with their freestyle flash meter. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction. Customer¿s father also reported not being able to test customer¿s blood glucose due to error 1 message on their freestyle flash meter display. Customer was experiencing symptoms of lightheadedness and dizziness. Paramedics were called in and treated customer with glucose tabs and orange juice at the football field.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.